Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture-breast was received on february 22, 2024 with lot number 3641703. Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii. Healthcare professional later reported baker grade iii/IV. Device has been explanted.

Event description:
Patient reported a left side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/18/2024.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Later, healthcare professional repoted baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.